Event description:
A report was received that patient's ipg was explanted due to erosion at the ipg site. The physician explanted the ipg and left the leads implanted. Patient was re-implanted with a new ipg at a later date. The patient is reportedly doing well following the procedure.

Event description:
A report was received that patient's ipg was explanted due to erosion at the ipg site. The physician explanted the ipg and left the leads implanted. Patient was re-implanted with a new ipg at a later date. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Explanted ipg will not be returned to bsn as it was discarded by medical facility. It is indicated that the ipg will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.